Event description:
The manufacturer received information alleging a failed test step occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was evaluated, by a field service engineer and the customer¿s complaint was confirmed. During the evaluation it was noted that the device failed an active exhalation control module system pre-test. In conclusion, the device's trilogy evo 3 way solenoid valve and proportional valve (aecm) was replaced to address the issue. The system passed all test and meets the specification for the performed service and is returned to use. The root cause is confirmed at this time.